Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose was 33.3 mmol/l. Customer changed reservoir and infusion set and blood glucose came down to normal. Customer stated they had changed three infusion sets because of the blood glucose was not in the range. Customer state they did not experienced any symptoms due to high blood glucose. Customer continued with troubleshooting process. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.